Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (occluded lesion with calcification). (Stent deformation). Conclusion results: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (occluded lesion with calcification). (B)(4).

Event description:
It was reported that the physician was treating an occluded lesion in the lad. The lesion was pre-dilated but the device was unable to cross the lesion due to calcification. The device was removed and no further treatment was completed. The device was inspected prior to use with no issues noted. On return of the device to the manufacturing facility there was damage noted to multiple stent struts. There was no patient clinical sequelae reported. Device evaluation: the distal tip was flared. Multiple struts from the 7th, 8th and 11th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).